Event description:
During a remote follow up, r wave amplitude variation was noted on the device. Technical support was contacted and noted a diagnostic issue. Technical support recommended further investigation and reprogramming. The device was reprogrammed. The patient was stable.

Manufacturer narrative:
The complaint of a measured r wave with an amplitude less than the programmed sense threshold was confirmed via review of session records. This is a result of timing of the detection of the sensed event and recording of the amplitude measurement. The device is performing per specifications.